Event description:
Customer reported via phone call that due to inaccuracies with meter, he ended with low blood glucose and hospitalized. Customer reported that meter was supposed to have been replaced, but there was not record of conversation. Customer reported to have been hospitalized on (B)(6) 2015 with blood glucose of 23 mg/dl. Customer was hospitalized due to being unresponsive. Customer was treated at the hospital and released.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.